Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
An accolade sz 5 stem was revised one day after implantation due to a post op x-ray showing tip of stem had breached the femoral canal.

Event description:
An accolade sz 5 stem was revised one day after implantation due to a post op x-ray showing tip of stem had breached the femoral canal.

Manufacturer narrative:
Reported event: an event regarding intraoperative fracture involving an accolade stem was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: postoperatively after the patient had left the operating room, an x-ray was taken which revealed the femoral implant to be protruding through the medial and posterior aspect of the proximal femur at the level of the inferior lesser trochanter. Approximately 1/3 of the implant was out of the bone. I can confirm that this event took place since I was able to review the x-rays showing the penetration. Regarding the possible root cause of this event, it is clearly iatrogenic. It is due most likely to poor exposure and lack of proper surgical technique. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the accolade stem was revised one day after implantation due to a post op x-ray showing tip of stem had breached the femoral canal. Clinician review of provided x-rays indicates that the event was confirmed as the x-rays showing the penetration. Regarding the possible root cause of this event, it is clearly iatrogenic. It is due most likely to poor exposure and lack of proper surgical technique. No further investigation for this event is required. If additional information become available to indicate further evaluation is warranted, this record will be reopened.